Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sc603t - quintex dynamic screw 4.0x16mm. According to the complaint description, the ring fell out of the screw during surgery. When inserting the screw, the ring fell out of the screw. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we received a quintex screw "sc603t" with fallen out locking ring. The locking ring was enclosed. Investigation was caried out visually and microscopically. We made a visual inspection of the screw and its locking ring. The separated locking ring shows no visual damages or hints for a manufacturing problem. Two pedicles are only slightly bent and the distances between the pedicles nearly equally. An inspection of the screw head shows no mechanical defects. Without further knowledge about the circumstances we suspect that the screwdriver was appointed and / or driven with a too acute angle. This is the basic cause in ring losing causes like this. A material failure or a manufacturing error can be excluded. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence5(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.